Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the proximal left anterior descending (lad) artery. The physician attempted to place the 3.00x20mm taxus liberte drug-eluting stent but was unable to cross the lesion. Upon removal of the stent delivery system, the struts of the stent were deformed while crossing the y adaptor. The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status reported as "stable."

Manufacturer narrative:
The returned unit was consistent with the complaint incident. A visual and microscopic examination found that both the distal edge and proximal edges of the stent were damaged. Struts on stent rows 1 to 4 from the distal edge were pushed distally. This type of damage is consistent with the delivery system encountering some form of restriction. The hypotube had kinked approximately 49cm cm distal from the catheters strain relief and the tip was flared on one side. The hypotube damage is consistent with excessive force being applied to the delivery system. The tip damage is consistent with guidewire movement during attempts to cross the lesion. The balloon section of the device was visually and microscopically examined, and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is operational context.